Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage at the forceps elevator. Additionally, the light guide-lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide-lens and caused corrosion. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual tjf-q190voperation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual tjf-q190v reprocessing manual chapter 3 reprocessing the endoscope describes how to prevent for the suggested events. " for the guide lens glue peeled off: "IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the distal end and the inside of the light guide lens of the duodenovideoscope had foreign material, and there was a leak in the forceps elevator. There were no reports of patient involvement.